Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced t-wave oversensing (twos) and noise that caused the classification of tachycardia episodes. It was further reported that the icm experienced oversensing during atrial fibrillation (af) episodes. The icm remains in use. No patient complications have been reported as a result of this event.